Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: infusion pressure less than what is displayed. The facility biomedical engineer reported the infusion pressure is 20mmhg less than what the display reads. Multiple attempts were made for more information on the event and patient status with no response to date.